Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted flattened conductor coils approximately 458 to 462 millimeters (mm) from the terminal pin. There was bodily fluid and tissue noted in the tip/helix area. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the electrode tip found corrosion with displacement of metal. The helix was corroded and the outer diameter had been corroded around the circumference to a point where the helix appeared to have fractured. The corrosion which caused a break in the helix was a result of the presence of a higher than normal current drain condition with the patient¿s device.

Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited impedance measurements of less than 200 ohms and greater than 3000 ohms. The threshold measurements were also increased. A surgical revision was performed and the lead was tested via the pacing system analyzer (psa). The high impedances were noted with the psa as well. The lead was explanted and replaced. No additional adverse patient effects were reported.